Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2009 that a rotatable snare was used during an endoscopic submucosal dissection (esd) procedure ((B)(6)). According to the complainant, during the procedure, the outer sheath detached from the handle when the physician actuated the handle to retract the snare. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).